Event description:
It was reported that the pump touch screen was cracked and unreadable. Customer declined to provide blood glucose level. The customer reverted to manual injections for insulin therapy.